Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugar readings were high between 20 and 30 [blood glucose increased]. Novopen 6 to administer novorapid and it is not working. [Device failure]. Cartridge holder is also cracked [device breakage]. Screw won't move and falls back into the pens body [device issue]. Case description: this serious spontaneous case from (B)(4) was reported by a consumer as "blood sugar readings were high between 20 and 30 (blood glucose increased)" with an unspecified onset date, "novopen 6 to administer novorapid and it is not working. (Device failure)" with an unspecified onset date, "cartridge holder is also cracked (device cracked)" with an unspecified onset date, "screw won't move and falls back into the pens body(device component detached)" with an unspecified onset date, and concerned a female (age not reported) patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", novorapid (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "product used for unknown indication", patient height, weight, and body mass index were not reported. Dosage regimens: novopen 6: novorapid: medical history was not provided. On an unknown date, patient had a novopen 6 to administer novorapid and it was not working. The reporter stated that the screw won't move and falls back into the pens body and the cartridge holder is also cracked. It was a brand-new pen. Patient realized it wasn't working as her blood sugar (blood glucose) readings were high between 20 and 30. Reporter stated that she was happy to return the pen but did not wish to be contacted regarding the safety event. Batch numbers: novopen 6: not reported. Novorapid: not reported. Action taken to novopen 6 was not reported. Action taken to novorapid was not reported. The outcome for the event "blood sugar readings were high between 20 and 30(blood glucose increased)" was unknown. The outcome for the event "novopen 6 to administer novorapid and it is not working.(device failure)" was not reported. The outcome for the event "cartridge holder is also cracked (device cracked)" was not reported. The outcome for the event "screw won't move and falls back into the pens body (device component detached)" was not reported. No further information available. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigational result: name: novopen6 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name:novorapid batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following investigation result added imdrf code added relevant fields updated in EU/ca tab narrative updated accordingly. No further information available. Final manufacturer's comment: on 20-oct-2023: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary: name: novopen 6 batch number: unknown. No investigation was possible, because neither sample nor batch number was available.